Event description:
Customer reported receiving a motor error and a failed battery test alarm on the insulin pump. Alarm history was reviewed and an error alarm was noted. Customer does not use the sensor feature and they were able to complete the rewind sequence. Customer also mentioned that the keypad was unresponsive. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.